Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported that when attempting to enter blood glucose into insulin pump, the numbers began to scroll. Customer's blood glucose was 338 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.